Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that arthroscopy fluid caused a burn on the patient's arm. The patient was hospitalized for one night and then discharged due to the burn.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: overheating. Probable root cause: heat can result from insufficient suction which can result from: inadequate hospital suction, leak, bad connection to hospital suction line, clogging caused by suction path blockage, lower electrode mass due to variation in electrode thickness or opening cut. Use error. The reported failure mode will be monitored for future reoccurrence. Alleged failure: faulty overheating alarm leading to a patient burn. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root cause/s could be a probe short due to a fluid ingress, an internal leak due to a broken/damaged bond of the polyimide, and suction tubing. Other possibilities such as heat can result from insufficient suction which can result in, inadequate hospital suction, leak, bad connection to the hospital suction line, and clogging caused by suction path blockage. Inadequate connection between the suction tubing and suction source which results in leaking hot fluid. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that arthroscopy fluid caused a burn on the patient's arm. The patient was hospitalized for one night and then discharged due to the burn.